Manufacturer narrative:
The returned device analysis confirmed the reported deformation due to compressive stress/kink. The reported failure to advance could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, a cause for the reported failure to advance the steerable guide catheter resulting in kinked sgc (deformation due to compressive stress) at the account cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. There was difficulty accessing the left atrium with the steerable guide catheter (sgc) after the transeptal access. A balloon catheter was required to enlarge the transeptal puncture site three times to ensure access of the sgc and a stiffer guide wire was inserted for increased support. The sgc was removed from the patient with concern of possible deformation of the tip. The septum was re-pierced to obtain a different location on the septum in order to progress the sgc. A new sgc was selected and progressed successfully through the new septum puncture. A mitraclip was able to be implanted successfully. The final mr was grade <1. There was no adverse patient effects reported.